Manufacturer narrative:
(B)(4). Date of initial report : 04/26/2016. To date the incident sample has not been received for evaluation. It is believed to have been discarded by the site. If the sample is received or if additional information pertinent to the incident is obtained a follow-up report will be submitted.

Event description:
The customer reported that during a laparoscopic hysterectomy, the device jaws could not be re-opened while applied to tissue. This was reported by medwatch (B)(4).